Manufacturer narrative:
On inspection of the device at the service center, a fluid leak in the control body caused the malfunction.

Event description:
It was reported that there was a total loss of illumination during a case. There was no patient injury or other adverse health consequence.